Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulators (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to system triggering error 32101 intermittently during power cycle. The error logs stated the p1 value points to the axes controller, arm (aca) and p2 value is due to the motor fault. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that the operating room staff called in before the case started to report a recurring fault on arm 3. They had attempted to resolve the issue by power cycling and performing a hard power cycle on the patient cart using the emergency power off (epo) button, but the fault persisted at power up. They received an option to disable arm 3, but needed all four arms for the procedure. Consequently, they decided to move the case to another room with an xi system.